Event description:
Drive devilbiss was notified of an adverse incident involving a rollator on (B)(6) 2022. The user reported "I was just sitting on my walker outside, and the wheel fell off and I fell cracking my head on the cement ground." Her doctor's office was closed and there was no blood, but she had a "massive headache." When asked for photos of the device she advised that she did not know how to send photos from her phone and that she needed to wait until later. At the present we have not received awaiting the email with the photos. She was scheduled to see her doctor early (B)(6); however, we have been unable to acquire any additional data. Drive is currently investigating the incident, including attempting to retrieve the product and inspect it, and will file an update as soon as additional information becomes available.